Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device was at end of service (eos) sometime last week. The hcp stated that the patient doesn¿t know if the ins depleted normally. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's implant had been non-functional for months. The hcp was not able to obtain further clarification from the patient. No symptoms were reported. It was noted the patient didn't have their programmer with them to put the system into MRI mode. MRI compatibility was reviewed with the hcp. It was noted the MRI was unrelated to the patient's device/therapy. They were redirected to the doctor to address the device being non-functional. No further complications were reported or anticipated.